Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to concerns with the device. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. White calcification particles observed on the surface of the shell. White biological tissue observed on the surface of the shell. Wear abrasion observed. No further actions are required as the device was implanted.